Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling a cartridge with over 300 units of insulin. Reportedly, the customer uses u-500 insulin in the cartridge. Additionally, the customer reported filling the tubing with 10.2 units of insulin. The customer reported not observing insulin coming from end of tubing during fill tubing. The customer was informed by tandem technical support that as a 23 inch tubing was being used, it takes about 15 to 20 units of insulin to fill the tubing. The customer performed the fill tubing step and was able to observe insulin dripping out of the end of the tubing. There was no reported impact to the customer's blood glucose level.